Event description:
Baxter (B)(4) received a report of an infusor that leaked from an unspecified location. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. Baxter received one sample for evaluation. Visual examination confirmed the reported condition. The root cause was not determined as no further evaluations were performed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.